Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the cutter probe would not "cut down". The condition of aspiration is unknown. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided. No sample has been returned for evaluation for the report of does not cut; therefore, the condition of the product could not be verified. A video of the surgery is attached to the parent complaint and has been reviewed by the manufacturing site. The video confirms that the probe was not aspirating. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. The provided video confirms that the probe did not aspirate. However, a sample was not returned, therefore, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).